Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: operative report; we observe that there is already a dislocation of the smith & nephew double mobility polyethylene that was in the zimmer cup, which had been temporarily placed during the surgery and lavage. Slight retroversion of the cup. Cup removed. Small area of osteolysis in the anterosuperior, anteroposterior, and slightly posterior regions. A definitive root cause cannot be determined, however there was a competitor liner used with a zimmer biomet cup. It's unknown if this caused or contributed to the reported event. As per IFU it states ' biomet has evaluated the compatibility of biomet devices with implants and components from zimmer orthopedic companies. Only authorized combinations should be used. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unk s&n dual mobility liner. Unk head 28mm. Unk -6 taper adapter. Cat# 103201 lot# 948990 taperloc por fmrl 6.0x132. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial left total hip arthroplasty followed by an emergent surgery approximately 14 years later due to sepsis with metal related pathology. As this was an emergent surgery for stabilization, the surgeon had planned for a repeat stage I surgery for a more extensive debridement with cup revision with the patient¿s primary surgeon and placement of final implants. Subsequently, 3 days post emergent surgery, the patient underwent the repeat stage I revision where the joint was further debrided, osteolysis was found surrounding the cup, and the competitor liner was found dislocated from the zimmer cup. After administration of three months of antibiotics, the patient displayed no signs of infection and underwent the stage ii revision approximately 4 months later. A small seroma was found laterally and drained and final implants were placed without complication attempts have been made and no further information has been provided.